Event description:
The healthcare professional reported that 76-99% of the left side seriscaffold was removed due to the scaffold with a description of "scaffold was found to be non-adherent and therefore removed."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(6) 2012. Device labeling addresses the reported event of non-adherence as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the pt has had a prolonged hospital stay we are taking the precaution of reporting the event to you."